Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020 that a radiolucent insertion handle for expert nails hammer guide that screws into the insertion handle broke off inside the thread. There was no patient was involved. Concomitant device reported: radiolucent insertion handle for expert nails (product code: 03.010.486, lot number: 30p1267, quantity: 1). This report is for one (1) hammer guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: visual inspection: visual inspection performed at customer quality (cq) showed the distal tip of the hammer stuck in the concomitant radiolucent insertion handle for expert nails (part: 03.010.486, lot: 0761181949853); the rest of the guide was not returned. A device failure was identified. Dimensional inspection: a dimensional inspection could not be performed as the only the distal tip was returned and its embedded inside the handle for expert nails and could not be removed without damaging the instrument. Document/specification review: the following drawings were reviewed: - guiding rod pf nail extraction based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown, it possible the device encountered unintended force during use. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.